Event description:
Patient reported immediately after injection in the nasolabial folds with juvederm they experienced a "severe allergic reaction" at the cheeks on both sides of the face. The day of symptom onset, the patient was assessed by an "allergy specialist" who prescribed prednisone.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of a "severe allergic reaction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.